Event description:
Nonfunctioning port was placed at another hosp in june. The port was removed but the catheter was not attached to it and was not evident on fluoro or in the tunnel. A new double lumen was placed without difficulty (per the operative note). Catheter did show up on cxr 8/1/94, but not evident on 8/5/94 films. Pt expired 8/15/94 with aggressive lymphoma.